Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during a procedure following a 3d spin with ge, the physician noticed a pneumothorax. The ion system was undocked from the patient and a chest tube was placed to resolve the pneumothorax. The biopsied lesion was in the periphery of the right middle lobe and, approximately 1.5 cm in size, outer third on the periphery. The patient had previous surgery and the lungs were tethered to the chest wall. The pneumothorax was caused from divergence due to respiratory variation with breath hold due to spin versus patient breathing. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.